Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that she received an alarm on the insulin pump while priming. During troubleshoot; customer stated that the drive support cap on the insulin pump is protruded. Blood glucose level is 167 mg/dl. Nothing further reported.